Event description:
The pt reportedly experienced sound percept problems while using the sound processor. In may 2004, the pt reportedly was seen at the center for evaluation. External equipment was exchanged. Testing performed indicated out of range electrode impedance values. The next day, the pt was seen by a co rep. Testing performed confirmed that the device was not functional. Explantation of the pt's cii device was recommended.